Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticm5_13.2, -9.00/1.0/092 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2019. Excessive vault and elevated iop (20 mmhg) without pupil block and angle closure were observed on (B)(6) 2020. Lens remains implanted. Cause of the event is reported as unknown. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Additional information: h3- device evaluation: lens was returned in a micro centrifuge vial with moisture on the lens. Visual inspection found no visible damage and foreign residue on the lens. Claim# (B)(4).

Manufacturer narrative:
The lens was exchanged on (B)(6) 2020 for a shorter length lens due to excessive vault. This resolved the problem. The reporter states "patient is happy". Patient code 3191: secondary surgical intervention- lens exchange. Claim# (B)(4).